Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient was shocked by the charging cable. No additional event or patient information is available. The charging cable has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The charging cable was received for evaluation. An external visual inspection was performed and passed. A charger load test was performed and passed. The complaint of the shocking of the charging cable was not confirmed. A probable cause was not determined.